Event description:
It was reported that this was a vessel closure of an unknown vessel using a prostar xl after an unknown procedure. Reportedly, the device broke or malfunctioned. An unknown method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Analysis of the returned device identified a separated suture.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for evaluation. The unspecified failure was observed as a suture separation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.h6- medical device problem code 1562 was removed.